Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in the product. The defect will be monitored and re-evaluated based on the post market data.

Event description:
The customer reported that the status of an order is being changed incorrectly in mosaiq. Based on the available information there has been no actual mistreatment.